Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the device for approximately 37 and 48 hours. The patient removed the pod and noted pain, redness, and swelling at the infusion site, along with elevated blood glucose levels, though she did not provide specific values. After consulting a colleague (consultant at (B)(6) hospital) who suggested the issue was an infection, the patient sought medical attention. The patient contacted a general practitioner (gp) on (B)(6) 2026, for a consultation that lasted about 10 minutes, during which she was diagnosed with an infection at the pod site. The patient received a prescription for a 7-day course of antibiotics (amoxicillin flucloxacillin 500 mg). The patient later contacted her gp for an additional 7-day antibiotics course prescription. The patient subsequently resumed therapy by applying a new pod and reported that she no longer has the pod involved in the event.